Manufacturer narrative:
An updated complaint investigation for evaluation of the returned device was approved on 13oct2022. The approval of the new investigation was subsequent to the previous emdr (9615050-2022-00245) that was submitted on 12oct2022. The new investigation summary is as follows (and there are no further updates or corrections to any other sections of the emdr): a series of photos was returned by the customer. A black spot was observed on a drip chamber and a bag spike. One opened/unused primary plum set (list number 140019291, lot number 5849389) was received for inspection. No visual damages or anomalies were identified on this device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
A series of photos was returned by the customer. A black spot was observed on the bag spike. Two new primary plum sets (list number (B)(4), lot number 5849389) were received for inspection. A black spot (embedded material) was observed on the spike of the one of the returned sets. Although a black spot was confirmed to be embedded into the device, the set met the allowable surface area of embedded or attached foreign material. The specification for the surface area for an embedded particle is that it "must be free of embedded or attached foreign material greater than 1/32 inch in diameter". No visual damages or anomalies observed on the other returned new set. The most probable cause for the embedded particles (in one of the returned sets) is that burnt material became embedded during the manufacturing molding process. The embedded material was not in the fluid path and does not affect the functionality of the device.

Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The reporter stated that there were black spots on the spike and drip chamber with packaging unsealed. The issue was identified before priming. There was patient involvement but no patient harm. This is the fourth of four events reported.